Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the pt's transfer from the bed the clip of the sling cracked when the load was applied to the maxi move hoist. Then the pt was lowered back down onto the bed. From the info received "the pt was never suspended". No injuries were reported as a consequence of the event. Ref MFR number: 9611530-2014-00050.